Event description:
The customer reported an unknown quantity of false positive results with the ID now covid-19 2.0 assay performed on or prior to (B)(6), 2023. The sample and swab type were not provided. It is unknown whether repeat testing or confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.